Event description:
Additional information was received that ra pacing impedance measurements were greater than 2,000 ohms, with atrial threshold measurements of 6.5v@1ms. Additionally, artifact was observed on the ra lead and the lead was programmed off. Right ventricular (rv) lead pacing impedance measurements were 1,600 ohms. The device was reprogrammed to vvir. A chest xray showed a kink in the ra and rv leads, near the clavicle. It was believed that the ra lead may have already fractured. A revision procedure was to occur. The patient with this implanted system reportedly felt malaise as a result.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device has been returned for analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure. It was reported that the rv and ra lead had dislodged. The leads were surgically abandoned and the device was explanted and replaced. There were no adverse patient effects reported. The device is not expected to be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed high out of range pacing impedance and threshold measurement. The physician was considering a lead revision. The device remains in service. No adverse patient effects were reported.